Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported by the patient that every 2-3 months since they've received the implant, they've had watery stool. Most recently, the patient stated that they noticed this change yesterday. The patient reported that they went to check their implant that morning of the call and received a "call your doctor" screen power on reset (por). The patient would like to know what that means? Patient reported that about a month ago, they had a procedure in whicha camera was in their mouth.  The patient noted that they had gastritis (not alleged to be related to the device/therapy). Patient services reviewed the meaning of a por the patient and it was also explained that the therapy was off and that the next step would be to have device checked at the health care professional (hcp) office. It was explained to the patient that with the clinician equipment that they would be able to either clear the message and turn stimulation back on or if related to depleted battery then next step would be to discuss replacement options. When asked the patient said that the last time they had their battery checked was about a year ago. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included that they've had about 10 surgeries and the last surgery was about two years ago, a rectal procedure and they re moved the colostomy (no procedures were alleged to be related to the device/therapy.) The patient called back that same day for hcp listings and reiterated their previously reported information. No further complications were reported at this time. Additional information was received from the patient on (B)(6) 2021 via a phone call. The patient stated that their leg has been hurting really bad and stated that their feet and knees are swollen. The patient was asked if this was related to the device and the patient stated that it all started happening after the power on reset (por) happened. The patient has a scheduled appointment on (B)(6) 2021 with their healthcare provider (hcp) and they will get the device reprogrammed. When asked, the patient stated the cause of seeing the por message was unknown and was told that they need reprogramming done. The patient has the device shut off right now and won¿t turn it back on until their appointment on (B)(6) 2021. The patient stated that they will call back after the appointment. No replacement surgery is planned. No further complications were reported.

Event description:
Additional information was received. The caller was transferred to a spanish speaker per request. The patient repeated information regarding therapy no longer working and having a return of symptoms. They also reiterated that they had several surgeries at that facility including "messing up" the birth of their child. The patient no longer has insurance and wants the device removed. They need help and don't want to go back to the same clinic. Healthcare provider (hcp) listings were reviewed over the phone and financial resource options were also reviewed. The patient was redirected to a hcp to discuss symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.